Manufacturer narrative:
The reported oad and guide wire were received for analysis. The driveshaft was fractured at the proximal edge of the crown, and, while it was reported the driveshaft fracture remained in the patient, the distal fractured fragment was returned on the guide wire. A guide wire passed through the device with no resistance, and the device spun on all speeds and functioned as intended. Scanning electron microscopy identified fatigue at the site of the driveshaft fracture. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause is undetermined. At the conclusion of device analysis, the reported event of a driveshaft fracture was confirmed. The instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(6).

Manufacturer narrative:
Field g7: this is the first follow-up report for this event. On 29 january 2020, the follow-up report for 3004742232-2020-00004 was inadvertently sent with the incorrect report number. That follow-up report will be re-submitted with the correct report number. This report will be logged under follow-up 3004742232002-2020-00008-002. Failure analysis conclusion: the viperwire guide wire was returned to csi with the fractured spring tip. Visual examination revealed that the core of the spring tip was fractured. The proximal adhesive bond remained on the core shaft. Scanning electron microscopy (sem) analysis of the guide wire core fracture revealed a bend at the location of the fracture. The root cause of the fracture is user error as the sem analysis findings are consistent with the reported information, "after post case review, the physician and field representative agreed that the attempted stent delivery contributed to kinking the spring tip of the wire." The csi coronary orbital atherectomy system instructions for use manual warns, "do not operate the oad if there is a bend, kink, or tight loop in the viperwire guide wire. A bend, kink, or tight loop in the viperwire guide wire may cause damage to and malfunctioning of the device during use." At the conclusion of the failure analysis investigation the reported event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(6).

Event description:
During stent delivery, force was used to advance a stent over the viperwire into the intended location, and the wire was inadvertently pulled backward. The tip of the viperwire withdrew into the catheter. During wire exchange with a balloon, the tip of the viperwire appeared shortened due to unraveling of the spring tip. During removal the tip remained halfway in the balloon catheter and halfway in the vessel. The wire was removed, but the spring tip remained in vivo. The balloon was carefully withdrawn into the guide catheter with the wire tip captured inside, at which time the balloon, wire tip, and guide catheter were removed as a single unit to ensure that embolization had not occurred. After post case review, the physician and field representative agreed that the stent delivery contributed to kinking the spring tip of the wire. (B)(6).